Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 1 hour into the procedure. Reportedly, after using electrohydraulic lithotripsy (ehl), a stone was removed with a basket and the spyscope ds ii was inserted. Then visualization was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Reportedly, the procedure was performed again and successfully completed on (B)(6) 2020.